Event description:
It was reported that during the implant procedure of a right atrium leadless pacemaker (ralp) that after deploying the helix the ralp appeared to pull back when transitioning from short tether mode to long tether mode. Tension test was performed and low tension was observed; the device was determined to not be securely fixed. Redocking of the ralp was performed, but the protective sleeve of the delivery catheter could not be advanced and the ralp was unable to be released. Contrast imaging was performed but no issues were observed. The physician attempted to unscrew the ralp by turning the control knob of the delivery catheter but was unable to. The entire delivery catheter was turned to unscrew the ralp. The ralp was unable to be released outside of the body, therefore the physician decided to complete the procedure with a different ralp and delivery catheter. There were no patient consequences reported.

Manufacturer narrative:
The reported events of separation failure and positioning failure could not be confirmed. Visual analysis of device noted no anomaly. The docking button diameter was measured to be within specification. Further analysis performed found no anomaly. A review of the device history record (DHR) confirmed no issues were identified related to the reported events. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.